Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A umbilical cable was replaced as a precaution. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, a framerate error message was displayed on the mobile view station (mvs) of the imaging system. Rebooting image acquisition system (ias), mobile view station (mvs) and unplugging/reseating the umbilical cable did not resolve the issue. There was no patient present at the time of the issue.